Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 45mg/dl and treated with glucose. Customer indicated that they administered an extra bolus which may have caused the low blood glucose. Troubleshooting provided assistance with calibration and customer declined further low blood glucose troubleshooting. No further assistance was necessary.